Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was being used in an off-label bi-ventricular configuration. It was further reported that the ICD displayed a long charge time and had declared eri (elective replacement indicator).